Event description:
Information received indicates, the bed has no power or functions.

Manufacturer narrative:
The technician found the controller was shorted. The account replaced the controller to repair the bed.